Manufacturer narrative:
During subsequent follow-up with the customer additional information was received. The reporter stated that the surgical procedure had not started yet. There were no delays in the surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(4) that while prepping the power equipment before a total hip surgery, it was observed that the clip to lock the battery casing device fell off. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was reported that the event occurred before use on a patient. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the casing lock was missing. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the device being dropped or improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.